Event description:
It was reported that during a hemorrhoidectomy procedure, the device was fired. However the surgeon did not hear the normal click noise after closing the device. The device was fully closed and it stapled, however only cut partially. The surgeon had to cut the tissue around the device to get the device off tissue. The device would not open to remove. There was a little bleeding, however the amount of blood loss is unknown. It is also unknown how the bleeding was controlled. The surgeon was able to fix the issue and the patient did not receive a blood transfusion. Only the top portion of the tissue was cut. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Washer uncut the analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or the firing sequence is not complete (plastic to plastic), staples could be deployed without completely forming and without cutting the washer. When either or both of these scenarios occur, the device will not transect the tissue completely resulting in difficulties to remove the device. For more information, please refer to the instructions for use. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.